Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation primary withmentor memorygel breast implants 300cc and experienced rupture, capsular contracture baker grade iii, and granuloma on the right side post-operatively. As a result, the patient underwent removal on (B)(6) 2022. On (B)(6) 2022, two devices were received damaged. As a result, both will be conservatively reported. This report is for the left breast prosthesis.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: suspected rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel siltex mod-rnd 300cc breast implant had an area of siltex cracking on the anterior view. In addition, a tear was noticed within the siltex cracking, measuring approximately 0.2 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).